Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired one time and worked as intended. When they attempted to reload device to use for second firing, they could not open device to reload. Case completed with new device of same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was being used? That information was not provided. Was buttressing material utilized? If so, which product? No buttressing material. Was the instrument fired across or near an existing staple line or clip? That information was not provided. Were any unexpected noises heard? If so, when? That information was not provided. After use on the 1st firing, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? That information was not provided. There any difficulty removing the device from the tissue? No.